Event description:
The pt reportedly developed a hematoma after revision surgery. The implant surgeon treated the hematoma with antibiotics (type unk). In addition, it was reported that the pt was not giving the implant site enough rest, she continued to wear her device over the hematoma. The implant surgeon attempted to reposition the device, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics device. The pt will continue to be monitored by the center.